Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient (born in coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with an ulcerated hip which resulted in hospitalization that same day. On an unknown date, the patient was diagnosed with fungal peritonitis. The cause of the fungal peritonitis was not reported. On an unreported date during the hospitalization, the patient's pd catheter was removed and therapy with dianeal was withdrawn. Further treatment details were not reported. The patient remained hospitalized. The outcome of the ulcerated hip was unknown and the outcome of the fungal peritonitis was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g23046, h11h30106 and h11g23038. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.